Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received a power source alert, and was unable to charge the pump despite the attempted use of multiple power sources. There was no reported impact to the customer's blood glucose level. Subsequently, customer reported that they were able to charge the pump with original usb cable and adapter. An additional usb cable was sent to the customer.